Manufacturer narrative:
Product event summary #the device was not returned for analysis; however performance data collected from the device was received and analyzed. The save to disk file shows a parity error count of 128. Multiple power on reset (por) types were shown in the file with various time stamps. There was a patient alert for device circuit error with the date showing a time stamp of 1994-01-1.

Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.